Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated they went in to the doctor to have an adjustment and the doctor said the battery died. The patient stated they are having surgery on (B)(6) 2019. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the implant was no longer working, noting that they were symptomatic. The patient was waiting to get surgery for replacement. This was noted to have started, probably, in (B)(6) 2019. No further complications were reported or anticipated.